Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc leaked with power injector during the high-pressure injection process, the isolation plug fell off. A claim is required, a complaint reply letter is required, and a complaint receipt letter is not required. One defective product can be returned with photos.

Manufacturer narrative:
1. The customer didn¿t return photos and defective sample. 2. DHR/bhr review (lot#3234067): 1) this batch of products were assembled at intima ii auto line 4 in aug 2023 and packaged at r240 package line in sep 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormality is found on the septum. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every 12 hours and when changing product gauge to ensure the effectiveness of the inspection. 5. The product (sku#383057) which has never been declared to be used for high-pressure injection, it is recommended customers to use the appropriate product for high-pressure injection. Conclusion(s): no abnormality is found on process and retained sample. As this product (sku 383057) has never been declared to be used for high-pressure injection, the root cause of the septum is flushed off cannot be confirmed to be related to the production.

Event description:
No additional information is available.